Event description:
The pt said that the pump was slow to respond to presses of the "ok" button. He says the problem has gotten worse over time. He said he has had to keep pressing the "ok" button several times and harder for the screen to display. He said he as able to get the pump to function after multiple "ok" button presses and is able to still deliver accurate bolus amounts through careful monitoring. The pt says he does expose the pump to pool water, the shower, and in fresh and salt water environments. He does not see any physical damage to the keypad and does not clean the pump with any solvent. He says the buttons do not click and sometimes do not spring back as usual. There was no reported pt impact associated with this complaint.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.